Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd insyte¿ autoguard¿ shielded IV catheters, the needle retraction was slow or failed to retract on 7 occurrences. The following information was provided by the initial reporter: the retraction is very slow or not at all.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the videos submitted for evaluation. Bd received 3 videos which depicted slow retraction but seem to have retracted under one second. No official testing can be performed in the absence of physical samples as the test method involves physical units to be placed in the testing machine. The delay in the retraction was most likely due to the presence of gel in the grip which is part of product design to prevent splashing of blood from the flashback chamber upon retraction. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported while using the bd insyte¿ autoguard¿ shielded IV catheters, the needle retraction was slow or failed to retract on 7 occurrences. The following information was provided by the initial reporter: the retraction is very slow or not at all.